Event description:
It was reported in the acta obstrica et gynecologica scandinavia 2002;81:72-77, that a sling procedure was performed. At an unk time, a bladder perforation was detected. An open exploration of the space of retzius was done.